Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry, filmy vision, and visual disturbance. The iol was exchanged in a secondary procedure. Additional information was provided by the surgeon, that in his opinion, the iol did not cause or contribute to the event, other than it was a multifocal lens. There were no lens defects. The patient also did have iris prolapse at the time of the original surgery, which resulted in iris atrophy so it is possible this had some contribution to the event. There was no patient harm and the prognosis is good.